Event description:
It was reported that the right ventricular lead exhibited noise which was increasing in severity over several months. The patient presented for lead replacement. During procedure, the physician observed abrasion on the lead. The lead was capped and replaced. Patient was asymptomatic and stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead with connector pin measuring 16.7 cm was returned for analysis. External insulation abrasion was noted at 15.2 cm to 15.8 cm from the connector pin. The inner coil lumen was abraded at 15.4 cm to 15.7 cm from the connector pin consistent with friction to device can. The etfe cable coating was intact at these locations. The portion of the lead returned was otherwise normal.